Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the er320 clip applier scissored clips and malfunctioned. Opened another device to complete the case. There was no consequence to pt.